Event description:
It was reported that a customer experienced a leak from a smartsite valve when trialing the texium closed male luer. The pharmacist reported that when they went to disconnect the pt's chemotherapy, fluid leaked out of the smartsite from a possible crack in the white part of the valve. He also reported that fluid was on the blue piston of the valve. The customer stated that there was no pt harm or medical intervention and that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and an eval is pending. A f/u report will be submitted with the results of the eval once it has been completed.